Manufacturer narrative:
Product inquiry states the locking screw to be the subject product. No further associated products were reported. The item was not returned to (B)(4). A review of the DHR revealed no discrepancies, in particular in the labelling process. The device reported was documented as faultless prior to distribution. All labels indicate end of shelf life by (end of) august 2015. In the case presented an apparent expired locking screw was implanted which is beyond the manufacturer¿s control. The sterility expiration date was exceeded by approx. 31 days (expiry date on label: august 31, 2015; date event occured: (B)(6) 2015). Thus, the event does not present a manufacturing and/or labelling issue. Real aging tests performed with stryker implants in 2007 reveal that there is a safety tolerance; implants with exceeded expiry date were checked more than 1 year overdue and considered still sterile subsequently. A medical consultation in a similar case (a nail has been implanted approx. 6 months after expiry date) revealed that any such situation does not require medical intervention and a risk for the patient is not to be expected. The expiry date is a theoretical date which offers a high level of safety and the risk of an infection caused by a simple transgression of the expiry date is negligible. Nevertheless, the expiry date of the implanted device should have been noticed prior to surgery. According to available labels in the DHR the expiry date was clearly legible. Furthermore, the implant was hospital-owned at the time of implantation and it should be covered by the hospitals risk management. Based on the above the event is not linked to a deficiency of the device but is rather related to off-label use. Review of complaint history, CAPA databases and risk analysis did not identify any conspicuity. The review of the risk assessment for the failure mode indicated the issue was addressed adequately. There are no actions in place related to the reported event for the subject product. No non-conformity was identified.

Event description:
The pharmacist at the hospital reported that patient was implanted with expired s2 locking screw. Expiration 08/2015. Unfortunately, the expiration was not noted before implantation into the patient.